Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report on (B)(6) 2017 indicated that the patient developed granulation tissue at the stoma with secretion. Report indicated that the patient was treated with unspecified antibiotic medication once before and no treatment was prescribed this time. The stoma will be examined by the physician again.